Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
It was reported that the patient presented on (B)(6) 2013, with a abdominal aortic aneurysm (diameter 59 mm) and bilateral common iliac aneurysms that were treated with gore® excluder® aaa and endoprostheses and gore® excluder® iliac branch (ibe) endoprostheses. On (B)(6) 2014, a type ii endoleak was identified. The patient was monitored the following years and continuous growth to 82 mm was visible. The endoleak was successfully treated with coiling on (B)(6) 2020. The patient tolerated the procedure.